Event description:
It was initially reported by a nurse practitioner that enteral feeding device tubes have fallen out of the patient. The nurse practitioner did not have additional information regarding the tubes. Additional information received on (B)(6) 2015 from the caregiver stated that when the patient woke up, the caregiver observed that the tube had fallen out of the patient. This incident occurred five days after device placement. According to the caregiver, the balloon appeared to be split. He used 3-5 ml of filtered water to fill the balloon. Due to closure of the patient's stoma, the patient was treated in the emergency room to have the stoma dilated. The patient was given morphine for pain during dilation. The tube was replaced and the patient is doing fine. According to the caregiver, this was the second enteral feeding device tube that had fallen out of the patient. No information was available.

Manufacturer narrative:
(B)(4). Actual device not evaluated. No testing methods performed. No results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. And a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).